Event description:
It was reported that there was an error in screen issue in an arctic sun device that was not working. Per review of wo on 20aug2025, there was no patient involvement. Per sample evaluation results received via task on 02feb2026, it was reported that the device was not cooling due to a failed chiller. Test isolation card installed in decontamination due to suspected damage.

Manufacturer narrative:
The initial reporter's phone number: (B)(4). The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. All available UDI information is being provided. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The initial reporter's phone number: (B)(6). The investigation was not completed as the record was pushed to void approval as incorrect entry. There was no root cause for the isolation circuit card reported failed as it was functional. Corrections: f, h. All available UDI information is being provided. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that there was an error in screen issue in an arctic sun device that was not working. Per review of wo on 20aug2025, there was no patient involvement. Per sample evaluation results received via task on 02feb2026, it was reported that the device was not cooling due to a failed chiller. Test isolation card installed in decontamination due to suspected damage.